Event description:
Additional information received from the local sales representative states that the lv lead has high thresholds. Impedances are still high and out of range. No adverse patient effects were reported.

Manufacturer narrative:
At this time the lv lead remains in service. Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that the pacing impedances on this left ventricular (lv) lead have increased. The impedances went from 457 ohms to greater than 2,000 ohms. The patient reported diaphragmatic stimulation during higher outputs and threshold tests. Boston scientific technical services (ts) was contacted by the local sales representative and discussed programming options. No changes to programming have been made at this time. No adverse patient effects were reported.